Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2021 where the ipg was explanted and replaced resolving the issue.